Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin complication with biofilm formation, resulting in implant extrusion at the coil-magnet site. The patient underwent a skin flap revision under general anesthesia in (B)(6) 2025; however, the complication recurred, necessitating explantation. Subsequently, the device was explanted on (B)(6) 2026, and the patient was not re-implanted with a new device.